Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they forgot the insulin pump on the back of their parent truck and fell off when the truck drove off. The insulin pump screen ink has spread throughout the display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, stained end cap sticker and cracked belt clip slot.